Event description:
Wasted 3 packs of filshie clips due to clips falling off appliers and clips were not working properly. Manufacturer response for filshie clips and applier, filshie clips and applier (per site reporter): the filshie clip applier is an instrument composed of 2 parts. The parts are screwed together and loaded with a clip, which is then applied to the fallopian tube. The 2 parts of the instrument must match (numbers on both the parts) because the instrument is manufactured to work together. Rep came to do inservice for staff.